Manufacturer narrative:
Additional information was received that the physician did not suspect that the difficulty breathing and burning sensation in the chest and forehead were device related. The physician was not able to determine the cause. Nothing happened during the recent procedure that might have caused or contributed to the event. Sc-1132(sn:(B)(4)) device evaluation indicated that the complaint was confirmed. The spectra ipg would not be charged nor linked, due to damaged u3-asic. The battery was completely depleted with excessive sleep current leakage. Hot spot was detected on u3-asic. Vh to ground measured low. The device data could not be obtained as the device would not power up with an external power supply. It was reported that an electrocautery was used during the explant procedure. The returned charger(sc-5312 sn:(B)(4))was analyzed and no anomalies was found.

Event description:
A report was received that the patient had difficulty charging the ipg and it was no longer working after the patient underwent a device related procedure wherein electrocautery was used. It was also noted that the remote control was no longer communicating with the ipg. The patient reported that she started to experience incredible burning in the chest and across the forehead after long hours of charging. The patient also reported that she could not breathe and was taken to the emergency room. It was unknown if the burning sensations and difficulty breathing was device related and if medical intervention was provided. The patient underwent a revision procedure wherein the ipg was replaced.

Event description:
A report was received that the patient had difficulty charging the ipg and it was no longer working after the patient underwent a device related procedure wherein electrocautery was used. It was also noted that the remote control was no longer communicating with the ipg. The patient reported that she started to experience incredible burning in the chest and across the forehead after long hours of charging. The patient also reported that she could not breathe and was taken to the emergency room. It was unknown if the burning sensations and difficulty breathing was device related and if medical intervention was provided. The patient underwent a revision procedure wherein the ipg was replaced.